Manufacturer narrative:
According to the customer, the datalogs are not available for evaluation. The treatment tip was returned for evaluation. The treatment tip passed flow, leak and thermistor testing. Visual inspection also passed, with no dents, scratches, blemishes, or dielectric breakdown observed. No functional testing was able to be performed as the tip had zero shots remaining. The investigation is underway.

Event description:
A user facility reported that a patient experienced a small depression in the left cheek after a full face thermage cpt treatment. Immediately after the treatment, the patient reported swelling of the left face. An indentation in the left cheek area was noted by the patient approximately one-month post-treatment. At a follow-up appointment approximately 10.5 weeks post-treatment, the clinic also noted a small area near the left cheek bone that is depressed during certain facial movements, such as smiling. No secondary intervention was used to treat the condition. It is unclear if the indentation will be permanent. The solta medical reviewer evaluated the patient images and noted an indentation that is small and only noticeable in certain facial expressions. No pre-procedure photographs are available for comparison, making it difficult to assess the extent of the change relative to the patient's original appearance. The patient was administered advil and tylenol prior to the treatment. The highest energy level used was 7 (very minimally). No system errors occurred during treatment and nothing out of the ordinary was observed during treatment. The treatment tip was inspected prior to use and every 100 reps, with no problems noted. This was the initial use of the treatment tip. Both a stamping and a sliding method were used during treatment. Solta cryogen and coupling fluid were used during the treatment. No other treatments were being performed in the same symptom area. The patient had no other aesthetic treatments within the prior ninety days before treatment. The patient had also had a thermage treatment ten months prior with no adverse effects. The patient uses skin care products from skin ceutivals and zo regularly.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to thermage cpt user manual, swelling and surface irregularities are known possible reactions to treatment. Surface irregularities are variously described as (localized) ¿small dents in the surface of the skin,¿ ¿rippling,¿ ¿ridging,¿ ¿waffle patterns¿, or ¿fat loss¿ (covering a larger surface area). Frequently, surface irregularities are not evident immediately post-treatment but show up later (1 or more months post-treatment). In most cases solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own. The customer reported no system errors or anything out of the ordinary occurred during treatment. Evaluation of the tip found no issues related to this event; however, the customer was unable to provide the datacard log information. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.